Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using anew lab reservoir and found occluded at p-cap connection section; unable to confirm customer received infusion set occluded due to customer returned opened/used.

Event description:
It was reported of a motor error from the infusion set. The customer's blood glucose reading was 8.6 mmol/l. The customer stated that the motor error occurred during a set change. The customer stated that the pump has not been exposed to high magnetic field. The customer stated that the drive support cap is indented. The customer was able to rewind the pump. The customer was advised to do a 5 unit fixed prime. The customer stated that insulin exited and no alarm occurred.